Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mid circumflex (cx) artery. Pre-dilatation was performed. The 3.0x33mm xience prime stent delivery system (sds) failed to cross the lesion, force was applied, and the proximal shaft separated. The sds was withdrawn without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The lesion was treated with balloon angioplasty. There was no additional information provided.